Manufacturer narrative:
The meter and test strips were requested for investigation. The customer stated they will not be returning the meter or strips. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Test strip retention samples passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with a professional coaguchek xs meter serial number (B)(4) compared to a home coaguchek xs meter. At 6:00 am, the result from the customer meter was 8.0 inr. At 12:45 pm, the result from the customer meter was 8.0 inr. At 2:45 pm, the result from the patient's home meter was 2.8 inr. The customer's therapeutic range is under 2.5 inr.